Event description:
Pt was intubated at 3 am with "portex" 8.0 endotracheal tube. At 7:30 am cuff was deflated, rn reinflated cuff with air, however cuff did not remain inflated and at 8:00 am pt was re-intubated with no complications. Tube is macerated at approx 22 cm, and the tube that connects the inflation port to the cuff broke off when removed from the pt.